Manufacturer narrative:
During a follow-up call on (B)(6) 2017, it was confirmed that the customer loaded a new cartridge and resumed insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to fill the cartridge. Reportedly, the cartridge was filled with 100 units of insulin. There was no reported impact to the customer's blood glucose level. Tandem technical support advised the customer to load a new cartridge onto the pump.